Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a bmc nrg transseptal needle was selected for use and thrombosis has occurred. Prior to the procedure, transesophageal echocardiogram (tee) imaging done on the patient showed no thrombus or smoke visible on the image. After gaining three femoral access, a non-boston scientific introducer was inserted at one of the sites, then the ice catheter was advanced up from another site. The physician was made aware twice that there was a heavy smoke in the left atrium. As per the physician, since the patient had strokes while on oral anticoagulation (oac) prior to the procedure, he continued with the procedure. A transseptal puncture was performed using nrg and non-boston scientific sheath. Once the sheath was swapped with watchman sheath, a second transseptal puncture was done with the nrg needle. When the ice catheter was advanced into the left atrium, a thrombus was noted in left atrial appendage closure (laa), and once checked at the supramitral position, it was noted big. Thus, the procedure was cancelled and all devices were removed from the left atrium. An activated clotting time (act) was not obtained, and the heparin given to thrombus discovery happened in a short time period. The physician has planned to keep the patient on oral anticoagulation (oac) and considered ordering a CT for the patient. As per the boston scientific clinical rep, the patient likely developed thrombus in the left atrial appendage prior to transseptal based on the heavy smoke that appeared in the left atrium on ice view. No other issues were noted. The device is not expected to be returned for analysis. It was further noted that heparin was given to the patient prior to the transseptal puncture. However, the contrast and thrombus was noticed within 5 minutes of transseptal puncture. There was heavy spontaneous echo contrast prior to going transseptal, and the thrombus itself was formed in the left atrial appendage (laa). They did not notice the thrombus becoming dislodged at the time of procedure. The physician mentioned a thrombectomy was performed earlier this year on the patient. Patient did not suffer from stroke intra-procedure. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.